Event description:
Boston scientific received information that this patient noted that their right ventricular (rv) lead needed to be replaced at a device change out due to a wire issue. Attempt to obtain additional information was unsuccessful. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with pacemaker noted that this right ventricular (rv) lead was needed to be replaced at device changed out due to wire issue. Attempt to obtain additional information was unsuccessful. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.